Manufacturer narrative:
The hospital biomed replaced the flow control valve. No report of patient involvement.

Event description:
The hospital reported that, during the preoperative checkout, the unit had a failure in pressure support ventilation/volume guaranteed mode. There was no report of patient involvement.